Manufacturer narrative:
(B)(4).

Event description:
It was reported that in an out-of-clinic sensing test, fluctuating r-wave amplitude measurements were observed. The lead had a history of noise. Patient was advised to visit clinic for some more tests. No further information was available.